Manufacturer narrative:
The customer did not make the device available for evaluation.

Event description:
It was reported that the brakes needed to be repaired. The repair was cancelled by the customer without the reported issue being confirmed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.